Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly had a skin irritation which developed into a rash which was raw and coming off. The patient used a moisturizer from the hospital and other unknown remedies from the dermatologist. The outcome of the condition is unknown.